Manufacturer narrative:
Allegedly, the consumer's spouse purchased a scooter for his wife last month. Three to four days later, the consumer's spouse tried to return the scooter and explained his wife had passed away. The dealer explained their return policy and refused to take the scooter. A detective from the dublin police department came to the dealer to investigate a report filed by the consumer's husband. He made allegations that the consumer fell off the scooter causing her death. The cause of death was allegedly blunt force trauma to the head. The consumer's age, weight and height are unknown. The consumer's medical condition and stability are unknown. The consumer's medication regimen is unknown. Based on the recent scooter purchase, the consumer's product knowledge and experience is approximately one month. It is not known if the consumer had already owned or used a previous scooter before the alleged incident and using the new scooter. It is unknown if the consumer was wearing a seat positioning strap at the time of the incident. The environmental conditions of the lighting, flooring, carpeting, tiling or terrain are unknown.

Event description:
The consumer's spouse purchased a scooter for his wife last month. Three to four days later, the consumer's spouse tried to return the scooter and explained his wife had passed away. The dealer explained their return policy and refused to take the scooter. A detective from the dublin police department came to the dealer to investigate a report filed by the consumer's husband. He made allegations that the consumer fell off the scooter, which caused her death. The cause of death was allegedly blunt force trauma to the head. Alleged death. No alleged malfunction.